Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Company representative reported the down button on the pump is not working. No adverse event reported. Requested return of the alleged pump for evaluation.